Event description:
Consumer alleges she was pressing down on the arm of her chair and a screw went through the joystick cable and the joystick will not turn on. Consumer alleges when the screw touches the cable it sparks.